Manufacturer narrative:
Na.

Event description:
The wife of the customer called and stated that the customer was getting the same result for two weeks in a row on the coaguchek xs meter. She also stated that the screen is showing an error. When checking the result display screen, the display appeared to be complete and the result area had all of its segments present. She claimed that when she has the unit on a flat surface, she can see an error prominently displayed on the display screen indicating that the lid was up on the unit. When she holds the meter upright, she does not see the lid up error. She stated that no adverse events occurred to her husband due to the issue and that there were no erroneous results due to the screen issue. The meter was returned for evaluation. Upon initial evaluation, the display was found to be faint in parts and it was showing the lid up error all of the time.

Manufacturer narrative:
For investigations, the device data, measuring data, and fault memory were read out. The display was tested and the unit was opened. The printed circuit board was found to be contaminated by liquid, which penetrated and corroded solder contacts. All segments on the display had very little contrast due to the contamination of the board. A customer risk could be excluded since no meaningful number is shown on the display.